Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump battery cap cannot be removed. The customer's blood glucose reading was unknown at the time of incident however, was hospitalized for diabetic ketoacidosis recently. Troubleshooting found that the customer tried to remove the cap with a quarter and a screwdriver but is unable to remove it. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had a stripped battery cap coin slot, cracked case at the display window corners, cracked battery tube threads, stained end cap sticker and minor scratched lcd window.